Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output. Telemetry was restored after one full physician mode recharge. After the ins was fully recharged, it passed functional testing. According to the trace report taken from the ins, the battery was last recharged on (B)(6) 2015. The ins battery depleted to the "sleep/lock" mode on (B)(6) 2015 and subsequently depleted to an overdischarged state. This was the first overdischarge the device experienced.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37092, lot# 252640002, implanted: (B)(6) 2010, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when they tried to turn on the implantable neurostimulator (ins) they were seeing a charge ins screen on their recharger. They were seeing the stimulation off icon and were unable to determine how full the ins charge was. The patient had not used their device in a couple of months. The ins battery was low and the stimulation had stopped. The patient was going to recharge the ins to at least 1/4 full and try again. The patient had a fall a couple of weeks prior to the report in which they injured their neck and left shoulder. This resulted in a new pain. Additional information received from the consumer reported that the loss of stimulation issue had mostly been resolved, and that "off and on times shows little loss still happening". The manufacturer's representative (rep) further reported that starting in (B)(6) 2015 the ins began losing charge quicker and there was less efficacy. The patient also reported they hadn&#62752;charged their battery for three to six months and had falls during that time. The ins eventually went into overdischarge. An attempt was made in (B)(6) to bring the battery out of overdischarge but it didn't work so the battery was replaced on (B)(6) 2016. Following this the issue was resolved. The patient's indication for use was post-lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.